Manufacturer narrative:
The biomedical engineer (bme) reported that the intermittent communication loss that is associated with this multiple patient receiver (org). No error lights are present. Kristin mentioned this is the third org experiencing comm-loss issues and noted hearing a buzzing sound coming from the equipment closet. She stated that there is an electrician checking the room to ensure all power connections are functioning properly. The org contains a total of eight receiver cards. The comm-loss lasts approximately 30 seconds to 3 minutes at a time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 10/29/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Central nurse's station: model: ni, sn: ni. Telemetry transmitter: model: zm-531pa, sn: (B)(6). Telemetry transmitter: model: zm-531pa, sn: (B)(6). Telemetry transmitter: model: zm-531pa, sn: (B)(6). Telemetry transmitter: model: zm-531pa, sn: (B)(6). Telemetry transmitter: model: zm-531pa, sn: (B)(6). Telemetry transmitter: model: zm-531pa. Sn: (B)(6). Telemetry transmitter: model: zm-531pa, sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the intermittent communication loss that is associated with this multiple patient receiver (org). No error lights are present. (B)(6) mentioned this is the third org experiencing comm-loss issues and noted hearing a buzzing sound coming from the equipment closet. She stated that there is an electrician checking the room to ensure all power connections are functioning properly. The org contains a total of eight receiver cards. The comm-loss lasts approximately 30 seconds to 3 minutes at a time.

Manufacturer narrative:
The biomedical engineer (bme) reported that the intermittent communication loss that is associated with this multiple patient receiver (org). No error lights are present. (B)(6) mentioned this is the third org experiencing comm-loss issues and noted hearing a buzzing sound coming from the equipment closet. She stated that there is an electrician checking the room to ensure all power connections are functioning properly. The org contains a total of eight receiver cards. The comm-loss lasts approximately 30 seconds to 3 minutes at a time. Investigation conclusion: the unit was returned for evaluation and underwent physical inspection, extended burn-in testing, and repeated power cycling. The reported intermittent communication loss could not be duplicated during testing. No physical damage, faults, or performance issues were identified, and no repairs or parts replacements were required. The unit was classified as cnd (could not duplicate). The root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Central nurse's station, model: ni, sn: ni. Telemetry transmitter, model: zm-531pa, sn: (B)(6). Telemetry transmitter, model: zm-531pa, sn: (B)(6). Telemetry transmitter, model: zm-531pa, sn: (B)(6). Telemetry transmitter, model: zm-531pa, sn: (B)(6). Telemetry transmitter, model: zm-531pa, sn: (B)(6). Telemetry transmitter, model: zm-531pa, sn: (B)(6). Telemetry transmitter, model: zm-531pa, sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the intermittent communication loss that is associated with this multiple patient receiver (org). No error lights are present. (B)(6) mentioned this is the third org experiencing comm-loss issues and noted hearing a buzzing sound coming from the equipment closet. She stated that there is an electrician checking the room to ensure all power connections are functioning properly. The org contains a total of eight receiver cards. The comm-loss lasts approximately 30 seconds to 3 minutes at a time.